Event description:
On july 5, 2007, the lay patient contacted lifescan (lfs) canada alleging that his one touch ultra meter read inaccurately high. Around the end of 2006, the patient tested with the reported meter while feeling "wonky" (shaky and tired) and obtained a result of around 6 mmol/l. The patient thought he was fine; so, he continued working in the yard. Thirty to 45 minutes later, his neighbor found the patient unconscious in the alley. The neighbor shouted for the patient's wife who took the patient to the ER. A result of around 1 mmol/l was obtained on the ER meter. The patient thought he was given juice to drink and a sandwich to eat. Later, he tested the reported meter in the ER and obtained a result of 6.9 mmol/l compared to a result of 2.1 mmol/l on the ER device. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient stayed in the ER for 7 hours. The patient said, he returned the reported meter to his pharmacy and the pharmacist advised the patient he or she would report the issue to lfs. The lfs customer service representative (csr) could not locate a report from the pharmacy regarding the meter. No information was provided regarding the patient's diabetes testing and medication regimen. The csr verified that the patient followed correct testing technique; however, the csr could not complete troubleshooting because the patient no longer had the reported meter and testing supplies. The patient said he is currently testing with a non-lfs product. No replacement products were sent to the patient. The complaint is reported because the patient alledges he received inaccurately high readings on the lfs product. He claimed he received a normal range reading on the lfs meter while experiencing symptoms that suggested hypoglycemia and afterwards lost consciousness and received a hypoglycemic reading on an ER meter. The patient was treated with juice and a sandwich.